Manufacturer narrative:
Correction: refer to d10/h3. The reported event could be confirmed. The device inspection revealed the following: the tip of the returned screwdriver is indeed completely broken / snapped off during the reverse shoulder procedure (cracks are visible). The instrument as such looks clearly worn and therefore has been surely often used despite its age (as indicated). The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. Whereas high applied forces led to a strain of the material which finally resulted in the breakage during the reverse shoulder procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by repeated powerful dynamically overload during use. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that hospital staff gave the rep a t25 screwdriver with a broken tip and reported it had broken on (B)(6) 2019 during a reverse shoulder procedure. Rep was not present for the procedure and confirmed that no further information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
It was reported that hospital staff gave the rep a t25 screwdriver with a broken tip and reported it had broken on (B)(6) 2019 during a reverse shoulder procedure. Rep was not present for the procedure and confirmed that no further information is available.